Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would no longer hold a charge despite reprogramming's and charging education done. The patient underwent an ipg replacement procedure wherein an MRI capable ipg was implanted and was doing well postoperatively. The explanted ipg will not be returned.